Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 325cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade IV on the left and baker grade iii on the right). The breasts were firm and painful. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 14, 2022, mentor became aware that the patient also suffered a left breast implant leak, post-operatively. This medwatch form is for the right breast prosthesis.